Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing motion artifacts and was undersensing qrs complexes. It was also reported that the express remote monitoring network displayed the incorrect implant date. The device remains in use. No troubleshooting indicated and the network remains in use. No patient complications have been reported as a result of this event.